Event description:
It was reported that during a lap cholecystectomy, three devices locked out and jammed. The handle will not squeeze; however, the tip is closed and the handle is in the open position. The three devices were not used on the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.